Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of nodules is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling for the reported event of skin irritation: "undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: induration or nodules at the injection site."

Event description:
Healthcare professional reported injecting a patient with juvederm volbella with lidocaine in the lips. Three months later patient developed delayed nodules at the injection sites with the "worse areas" being the left lower and upper lips. Patient was treated with hyalase about 2 weeks later and again about 4 weeks after that. Symptoms have resolved. Patient had been diagnosed with lichen planopilaris about a month after symptom onset which the healthcare professional feels is the is reason for the "filler nodules forming."